Event description:
This system was explanted due to infection. At explant, damage to this lead was noted, but it is unclear whether this damage is due to infection, anglojet thrombectomy, or a defect. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 58 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment of approximately 2 cm length including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed the ligature marks approx. 12 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, between 53 cm and 55 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Significant motion in the region of the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, deformations of the inner coil close to the is-1 connector pin were found which most likely were caused by over rotation of the inner coil during the retraction of the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Manufacturer narrative:
This manufacturer analysis was sent with the wrong method code. Updated method codes reflecting the analysis method of this product were received on 1-29-2020. Upon receipt, the lead under complaint was found cut approx. 58 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment of approximately 2 cm length including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection showed the ligature marks approx. 12 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, between 53 cm and 55 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Significant motion in the region of the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, deformations of the inner coil close to the is-1 connector pin were found which most likely were caused by overrotation of the inner coil during the retraction of the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.